Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152747.

Event description:
It was reported that the lead exhibited high pacing impedance. No interventions were performed. The patient's condition was unknown.